Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement at the time of the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage not consistent with typical use. A visual inspection of the device found damage to the lcd display not consistent with normal wear and tear. The lcd display will be replaced. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.